Event description:
It was reported that the unit experienced an e-1 error and the bulb went out at 182 hours.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.